Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information, however, the device was not returned to abbott vascular for analysis. Stenosis, as listed in the instructions for use (IFU), is a known adverse event associated with the coronary stenting procedure. There does not appear to be any indications of a stent delivery system quality problem.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that the vision stent was implanted in the proximal lad on in 2006. In 2007, the proximal lad had 90% stenosis in the stent which required an additional procedure. No additional event or patient information is available.